Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. It was found that the image stabilizes normally without any issue. Additionally, the evaluation revealed the following findings: the front panel mouth cracked, the olympus lamp life meter is reading at 300+hours, light intensity output measured out of range. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that during a visit from an olympus representative the evis exera iii xenon light source was inspected and found to have no image. The issue was identified during inspection of the device and therefore, no patient involvement.